Event description:
A peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2025 patient went to the clinic stating she could not drain. As per the pdrn, they could not help with the draining issue and sent the patient to the emergency room (ER). The pdrn stated that the patient has been in the hospital since (B)(6) due to draining issues. Follow-up with the patient¿s primary pd registered nurse (pdrn) verified the patient was hospitalized on (B)(6) 2025 due to a malfunctioning pd catheter (not a (B)(6) product) and peritonitis. A peritoneal effluent fluid culture was positive for methicillin resistant staphylococcus aureus (mrsa), and the decision was made to remove the patient¿s pd catheter. While undergoing the pd catheter removal, the patient also received a tunneled hemodialysis (hd) catheter (not a (B)(6) product) to facilitate a transition to hd for rrt. The pdrn reported that the drain complications were caused by the patient¿s peritonitis and diffuse abdominal adhesions, however the cause of the peritonitis and adhesions is unknown. The patient successfully transitioned to hd and was reportedly scheduled for discharge on (B)(6) 2025. The patient is recovering from the serious adverse events and will be transitioning to outpatient hd following discharge. Per the pdrn, the patient¿s serious adverse events were not caused by any (B)(6) device(s) and/or product(s) malfunction or deficiency. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).